Manufacturer narrative:
The field service engineer (fse) evaluation revealed errors 8002, power supply under voltage; error 8009, power board fault condition detected; and error 7003, temperature alarm from multiple channels occurred around the time of the event. No fire was observed and no injuries occurred. The sample handler lls antenna board and its cover were damaged due to components on the pcb overheating. The sample handler lls antenna board was identified as the likely cause with no obvious cause for the part to burn. The fse provided two photos of the sample handler lls antenna board that confirm charring on one corner of the board and the adjacent cover. A review of the ticket history for the analyzer did not identify issues that may have contributed to the current complaint. There have been no further reports of smoke/burn issues regarding the sample handler lls antenna board since the part was replaced. The architect operations manual provides the user adequate information regarding electrical hazards; performing an emergency shutdown of the i2000sr; and troubleshooting for errors 7003, 8002, and 8009. No adverse trends for tickets with replacements of the sample handler lls antenna board were identified. A review for similar complaints for the sample handler lls antenna board identified no additional complaints for a smoking/burning sample handler lls antenna board. A review of the architect product monitoring showed no adverse trends of the architect i2000sr. Taken together, no product deficiency was identified for architect i2000sr.

Event description:
The account noticed smoke emitting from the reaction area of the architect i2000sr. No patient involved. No operator injury reported.